Manufacturer narrative:
Concomitant medical products: central quad-lumen line; curos (green) caps, therapy date (B)(6) 2019. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information-admitted to CT surgery.

Event description:
It was reported that there was an over-infusion of fentanyl in the cardiovascular ICU that began on (B)(6) 2019 @ 2040 and ended on (B)(6) 2019 @ 0145. The nurse stated that she hung a new bag of fentanyl as a primary infusion at a rate of 25 mcg/hour for approximately 3 hours and 10 minutes. The nurse gave a bolus of 200mcg to run over 1 hour and increased the rate to 75mcg/hour at a rate of 7.5 ml/hour. The nurse noticed that the fentanyl bag was nearly empty much sooner than expected. The nurse drained the remainder of the fentanyl into the deaeration chamber and marked the chamber at 0055 on (B)(6) 2019, verified by 2 nurses. They both noted that the fluid appeared to be draining faster than a rate of 7.5ml/hour. About 50 minutes later at 0145, the nurses checked the amount infused and made another mark on the chamber. They filled the volume back to the initial mark and calculated that 12.5mls had actually infused even though the pump module was programmed for 7.5ml/hour. The nurses calculations showed that the pump module was infusing double the amount of fluid, (15ml) instead of the intended 7.5ml. The nurses added that they looked at the ivf bag and tubing to see if there was a leak but did not identify one. The customer reported temporary unspecified harm to the patient as well as; "the patient was in the ICU so the monitoring likely stayed similar, just with knowledge of the event to check vital signs closely."

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Review of the pump module and pcu event log show no errors or malfunctions. Log review only, the devices were not returned for an investigation, and attempts made to retrieve devices were unsuccessful. The log review shows there were no recorded 200 mcg bolus doses that occurred as reported by the customer. However, the log review does confirm that there were (5) bolus doses of 25 mcg (vtbi at 2.5ml) with the rate of 999 ml/hr that were performed. Analysis of the pcu event log shows at 8:40pm, the remote IV for drugid= 457 with the concentration at 1250 mcg / 125ml was received and the primary infusion was programmed at the rate of 2.5 ml with the vtbi of 80 ml. At this time, the accumulated total of the primary volume infused from prior performed infusions was 5.769ml. At 10:06pm, the first bolus dose was programmed to infuse as a secondary infusion at the rate of 999 ml with the vtbi of 2.5 ml. There are 2 other bolus doses infused that were infused at the rate of 999 ml with the vtbi of 2.5 ml. Those infusion times occurred at 10:17pm and 10:22pm. At 11:34pm, the bolus dose was reprogrammed to infuse at the rate of 999 ml with the vtbi of 7.5 ml. There was 1 other bolus dose that was infused at the rate of 999 ml with the vtbi of 7.5 ml that occurred at 11:39pm. At 1:45am, the pump module sn 4105047 was channeled off. The total primary volume infused was recorded at (51.819 ml). The total bolus dose volume infused during the reported date and time of the event was 22.5 ml. The total volume infused during the reported time and date of the event was 46.05 ml. The root cause of the customer¿s report of an over infusion was not identified.

Event description:
It was reported that there was an over-infusion of fentanyl in the cardiovascular ICU that began on(B)(6) 2019 @ 2040 and ended on (B)(6) 2019 @ 0145. A new bag of fentanyl was hung as a primary infusion at a rate of 25 mcg/hour for approximately 3 hours and 10 minutes. A bolus of 200mcg was given to run over 1 hour and increased the rate to 75mcg/hour at a rate of 7.5 ml/hour. It was then noted that the fentanyl bag was nearly empty much sooner than expected. The nurse drained the remainder of the fentanyl into the deaeration chamber and marked the chamber at 0055 on (B)(6) 2019, verified by 2 nurses. They both noted that the fluid appeared to be draining faster than a rate of 7.5ml/hour. About 50 minutes later at 0145, the amount infused was checked, and made another mark on the chamber. They filled the volume back to the initial mark and calculated that 12.5mls had actually infused even though the pump module was programmed for 7.5ml/hour. The nurses calculations showed that the pump module was infusing double the amount of fluid, (15ml) instead of the intended 7.5ml. They added that they looked at the ivf bag and tubing to see if there was a leak but did not identify one. The customer reported temporary unspecified harm to the patient as well as; "the patient was in the ICU so the monitoring likely stayed similar, just with knowledge of the event to check vital signs closely."